Manufacturer narrative:
(B)(4). The device involved was not available for evaluation by the manufacturer at the time of this report. However, a variant samples from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples (200) were taken from the current production and visually inspected. The issue reported "connector disconnects during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. The product sample is needed for a proper and thorough investigation to confirm the alleged defect and determine a root cause. (Continued) other remarks: if the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "we currently have two patients on 41600 [floor unit] that the cap (jwn - 15mm connector) pops off every time the patient turns their head". (Continued) there was no report of patient harm or necessary medical intervention. (See companion MDR # 3003898360-2019-00039 for additional device reported).